Event description:
It was reported that ¿approximately one year after implant, the battery slipped and was removed by the physician.¿

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 399930, lot # j0555387v, implanted: (B)(6) 2005, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).